Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an undersensed beat noted on current electrograms (egm) causing inappropriate pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.